Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the pump basal history did not match active basal program. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 21-dec-2017. It was also reported that the patient was admitted with higher blood glucose readings and the use of the insulin pump was discontinued. The patient¿s blood glucose level was not specified. It was also reported that the user was in contact with insulin pump company who noted that insulin pump did not appear to be retaining all data history. A replacement pump is being sent to the patient. The patient remained on subcutaneous insulin by injections and blood glucose levels are being monitored. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event.